Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose unknown. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window and cracked case near the display window corners. No button error alarms noted. However, the device had unresponsive buttons due to corroded keypad traces.